Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, the plaintiff was implanted with an unk "vaginal mesh" device. It was alleged that the plaintiff "sustained serious injury".

Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.